Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination (the patient placed the minicap "the wrong way"). The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. In the same month as the onset of the event, the patient began treatment with vancomycin (dose, route and frequency not reported) and fortaz (dose, route and frequency not reported) for peritonitis. The patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. . Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.